Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2015 and the suture was used. During the placement of prosthesis by a vaginal way and suturing on the sacrospinous ligament, the needle broke and the needle piece was not found and not retrieved at that time. Two weeks following the procedure, the patient experienced pain and on (B)(6) 2015 the patient underwent a re-operation for removal of needle fragment under fluoroscopy. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported that the needle broke on the sacro-coccygien ligament on a single knot. The patient underwent re-operation 15 days post-operatively to retrieve the broken needle.